Event description:
It was reported patient underwent an initial knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to fracture of the tibial locking bar. Subsequently, patient is in need of an additional revision due to loosening of the tibial locking bar. No further information has been provided to date.

Event description:
It was reported that patient underwent revision knee arthroplasty on (B)(6) 2012 to remove the tibial locking bar due to fracture. A subsequent revision procedure was performed on (B)(6) 2013 due to migration of the tibial locking bar. The tibial locking bar was removed and replaced.

Manufacturer narrative:
Additional information was received indicating that a revision procedure occurred on (B)(6) 2013.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the tibial plate component, requiring revision surgery." The initial revision was reported in (B)(6) on medwatch 0009610576-2012-00013.